Event description:
The reporter contacted animas on (B)(6) 2012 stating the up and down arrow buttons were unresponsive and the ok button was intermittently unresponsive. It was claimed the ok button symbol was worn off. The reporter denied recent trauma to the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during the product analysis investigation the contrast button was found to be intermittently unresponsive and the audio bolus button was detached. The keypad cover was removed and contamination was found under the down arrow and contrast buttons. All other buttons responded normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.